Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5182336.

Event description:
Voluntary medwatch received states the lead was explanted due to an unknown issue. No adverse patient consequences were reported.